Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a2, d3, g1, g2. Additional b5 narrative: it was reported that following the procedure the patient experienced incontinence, diarrhea, and nausea.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted there was significant scarring from the omentum to underneath the abdominal wall from incorporation of mesh and that all of the preexisting mesh had to be resected, as it was attached to omentum. It was reported that the patient experienced severe pain, constipation, digestive problems and swelling of the abdomen. No additional information is provided.